Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient reported that stimulation stopped and her recharger showed a message saying she needed to contact technician. The patient reported that it showed power on reset (por). The patient reported that yesterday she realized the ins had turned itself off, so she came home to recharge and got this message on her recharger instead. The therapy had stopped due to por. The patient reported that she had just tried to start a charge and had only pressed the green button. The patient noted that she normally recharged to full every 2 weeks and it took maybe 5 hours to do, she had recharged just a week and a half ago. The patient cleared the por on the recharger on her own and reported that the ins battery showed it was ¾-100%. It was unknown if there was any emi or recent medical test that could have contributed to the issue. The patient noted that she lived in dallas and recently there had been a lot of tornadoes so there had been a lot of electrical work going on in the streets with tons of trucks working on power lines. The por seen was an informational por. The patient reported that the ins battery showed ¾ full. The patient was able to turn therapy back on. The patient reported that she wanted to leave stimulation where it was, she normally noticed when she turned stimulation on, it took a while for her to get used to it. No further complications were reported.